Event description:
Nurse noticed two inches of bloody fluid in the intra-aortic balloon tubing to the intra-aortic balloon pump. Dr immediately notified. Dr ordered heparin stopped and activated clotting time ordered and intra-aortic balloon turned down to 1:8. After 30-45 minutes at 1:8 blood was noted to be going down the tube from groin. Dr again notified and pump was pulled.